Event description:
Complainant alleged that during a routine shift check by a clinician, the device powers on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The el display was replaced as a precaution. The device was returned to the customer.